Event description:
Customer reported to sales rep that when they opened the package there were missing a centralizer.

Manufacturer narrative:
Updated information was received through medical records and therefore the previously submitted information for this patient has been updated. Concomitant devices ((B) (6) 2006): 2.5 voda guide, whisper j wire, 2.0x8mm voyager balloon, 2.5x16mm taxus stent, angio seal concomitant medications ((B) (6) 2006): kefzol, heparin, integrilin and plavix. Concomitant devices ((B) (6) 2006): water guide, choice extra support wires, 2.5x8mm balloon, 2.5x12mm vision stent. Concomitant medications ((B) (6) 2006): heparin, integrilin and plavix. A (B) (6) male experienced a myocardial infarction (mi) due to stent thrombosis approximately four months post implantation of a cypher stent. The patient's medical history includes: hypertension, hypercholesterolemia, coronary artery disease, osteoarthritis, family history of cad and current nicotine dependence. The indication for the procedure was angina and an abnormal stress test. A nuclear scan revealed prior inferior and inferoapical myocardial infarction with mild left ventricular systolic dysfunction and an ejection fraction of 40%. The patient had a diagnostic catheterization which revealed a totally occluded lad. The physician discussed the different treatment options including medical therapy versus bypass surgery versus attempting angioplasty. The patient was informed that about 50% success rate with pci. The patient opted for the pci treatment option and pci was performed in a totally occluded mid lad at the bifurcation with the first diagonal branch. The type c lesion was pre-dilated before a 2.5x16mm taxus was implanted followed by a 2.5x8mm cypher implanted proximally and overlapping the taxus stent with successful angiographic results. There was no compromise of the diagonal branch. The residual diameter stenosis was 0%. Medications prescribed at discharge included aspirin and plavix and the patient was advised to stop smoking. Approximately two months later, the patient underwent a left knee arthroplasty performed for severe degree degenerative osteoarthritis. Information obtained from the medical records indicated that the patient had stopped taking plavix approximately 3 weeks before the knee surgery. Medications prescribed at discharge included coumadin, lortab and bactrim. Approximately two weeks later, he was emergently hospitalized with chest pain and diagnosed with anterior apical myocardial infarction. Coronary angiography revealed the lad was totally occluded in the previously stented segment past the origin of the diagonal branch. Successful revascularization of the lad with balloon angioplasty and implantation of a competitor¿s stent was conducted with successful results. However, in the first 24 hours post procedure, the patient had very frequent runs of nonsystemic ventricular tachycardia. The patient was kept under observation on the telemetry floor and discharged with plans for 24 holter monitoring testing. Medications at discharge included aspirin, plavix and chantix. Approximately two years post thrombotic event, the patient complained of exertional angina treated medically. The product remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Thrombosis with mi are known potential adverse events following stent implantation. Cessation of antiplatelet therapy may lead to thrombus formation. Thrombus decreases the amount of blood flow to the cardiac muscle inducing an mi. Patients who are known to be at high-risk for thrombosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. The safety and effectiveness of cypher products have not been established in patients with chronic total occlusions. The IFU indicates that potential interactions of the cypher stent with other drug-eluting or coated stents have not been evaluated and should be avoided whenever possible. Based on the information provided, there are possible patient risk factors present in the medical history, specifically smoking, vessel characteristics (bifurcation) and possible procedural and pharmacological factors that may have contributed to this patient's thrombosis and subsequent mi events.

Event description:
This male patient had one cypher stent implanted in his lad. Post procedure, he was prescribed plavix for 3 months. Four and a half months later, he suffered late stent thrombosis leading to myocardial infraction. Treatment included implantation of another stent.

Manufacturer narrative:
A (B)(6) male experienced a myocardial infarction (mi) due to stent thrombosis approximately four months post implantation of a cypher stent. The patient's medical history includes: hypertension, hypercholesterolemia, coronary artery disease, osteoarthritis, family history of cad and current nicotine dependence. The indication for the procedure was angina and an abnormal stress test. A nuclear scan revealed prior inferior and inferoapical myocardial infarction with mild left ventricular systolic dysfunction and an ejection fraction of 40%. The patient had a diagnostic catheterization which revealed a totally occluded lad. The physician discussed the different treatment options including medical therapy versus bypass surgery versus attempting angioplasty. The patient was informed that about 50% success rate with pci. The patient opted for the pci treatment option and pci was performed in a totally occluded mid lad at the bifurcation with the first diagonal branch. The type c lesion was pre-dilated before a 2.5x16mm taxus was implanted followed by a 2.5x8mm cypher implanted proximally and overlapping the taxus stent with successful angiographic results. There was no compromise of the diagonal branch. The residual diameter stenosis was 0%. Medications prescribed at discharge included aspirin and plavix and the patient was advised to stop smoking. Approximately two months later, the patient underwent a left knee arthroplasty performed for severe degree degenerative osteoarthritis. Information obtained from the medical records indicated that the patient had stopped taking plavix approximately 3 weeks before the knee surgery. Medications prescribed at discharge included coumadin, lortab and bactrim. Approximately two weeks later, he was emergently hospitalized with chest pain and diagnosed with anterior apical myocardial infarction. Coronary angiography revealed the lad was totally occluded in the previously stented segment past the origin of the diagonal branch. Successful revascularization of the lad with balloon angioplasty and implantation of a competitor's stent was conducted with successful results. However, in the first 24 hours post procedure, the patient had very frequent runs of nonsystemic ventricular tachycardia. The patient was kept under observation on the telemetry floor and discharged with plans for 24 holter monitoring testing. Medications at discharge included aspirin, plavix and chantix. Additional information received: review of (B)(6) 2006 cardiac catheterization films by board certified interventional cardiologist revealed that the lad in-stent occlusion was after the patient's small septal branch within previously implanted 2.5mm x 16mm lad taxus stent, not the previously implanted 2.5mm x 8mm cypher stent. The occlusion was treated with a bms entirely within previously placed taxus stent and distal to the previously placed cypher stent. Accordingly, this complaint was reported as a cypher thrombosis in error. In addition, because patient received a taxus stent and cypher stent during the same (B)(6) 2006 surgery, 6 months of dual anti-platelet therapy was prescribed. It was noted at the time of implantation that a cypher stent was utilized because "we did not have another taxus stent deployed 8mm long at that point." The md noted on (B)(6) 2006 that "patient stopped taking aspirin and plavix for at least 6 weeks" against medical advice prior to (B)(6) 2006 lad in-stent occlusion within taxus stent. In addition, the patient continued to smoke 1.5 packs of cigarettes per day after his (B)(6) 2006 stent implantations against medical advice. Approximately two years post thrombotic event the patient complained of exertional angina treated medically. The cypher stent remains implanted thus unavailable for analysis. The product remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Thrombosis with mi are known potential adverse events following stent implantation. Cessation of antiplatelet therapy may lead to thrombus formation. Thrombus decreases the amount of blood flow to the cardiac muscle inducing an mi. Patients who are known to be at high-risk for thrombosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. The safety and effectiveness of cypher products have not been established in patients with chronic total occlusions. The IFU indicates that potential interactions of the cypher stent with other drug-eluting or coated stents have not been evaluated and should be avoided whenever possible. Based on the information provided, there are possible patient risk factors present in the medical history, specifically smoking, vessel characteristics (bifurcation) and possible procedural and pharmacological factors that may have contributed to this patient's thrombosis and subsequent mi events.

Manufacturer narrative:
This male patient of unknown age and medical history experienced a thrombotic event and a myocardial infraction after implantation of a cypher stent. The indication of the index procedure was unknown. Percutaneous coronary intervention was performed in the left anterior descending (lad) coronary artery. Description of the vessel such as percentage of stenosis, tortuosity, presence of calcification, etc, was not reported. Vessel classification was not reported. Baseline measurement of ejection fraction was not reported. There is no information regarding procedural details such as: debulking or pre-dilation of lesion before stent deployment, pre and post procedure cardiac enzyme values, pre and intra-procedure medications used. One cypher stent of unknown length and diameter, unknown lot number and unknown expiration date, was deployed at unknown pressure in an unidentified section of the lad. Post dilation of stent was not reported. The residual diameter stenosis was not reported. Confirmation of complete stent apposition to the vessel wall by ivus was not reported. Timi flow was not reported. The report did not indicate when the patient was discharged from the hospital. Post-interventional treatment with plavix was reported for 3 months. Approximately four months post index procedure; the patient experienced the thrombotic event and myocardial infarction. Re-pci was conducted with the implantation of another stent. No additional information was available. The product remained implanted in the patient and is thus not available for evaluation. A device history records (DHR) review could not be conducted because the lot number of the product was not reported. Thrombotic events are a known potential adverse event following stent implantation. Patients who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3mm and previous thrombus. With such limited patient and procedural information available for review, the lack of availability of the product's lot number to perform a DHR review and the unavailability of the product to analyze, it is not possible to determine what factors may have contributed to these eve.